Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer was in the ICU. The patient's doctor wanted to run a test on the insulin pump. The insulin pump then passed the self test. The patient had been hospitalized for a high blood glucose of 900 mg/dl. The patient was treating via manual boluses. The infusion set cannula was bent. The insulin pump was not returned for analysis.